Event description:
The customer reported an uncontained fluid leak of approximately less than thirty (30) ml from under the coulter lh 750 hematology analyzer. The fluid leak was a mixture of diluent, blood and clenz reagent. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, eye protection, and laboratory coat when the leak occurred.

Manufacturer narrative:
Service was not dispatched. A beckman coulter (bec) customer technical service (cts) assisted the customer to troubleshoot the issue. The customer found a leak in the I-beam tubing at pinch valve vl64b and replaced the tubing to resolve the leak. (B)(4).